Event description:
It was reported that during testing after battery change, the cs300 intra-aortic balloon pump (iabp) units battery discharge data is not showing. There was no patient harm reported.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11corrected data: b5,h6(clinical & impact)

Manufacturer narrative:
Corrected sections: e1 (site telephone).

Manufacturer narrative:
E1(state and postal code: (B)(6)). A getinge field service engineer (fse) reported upon examination of the device, it was seen that the battery level on the screen was empty even though the device was plugged in. The battery and power supply was replaced from the biomedical unit's warehouse. Despite new batteries, the battery capacity was shown as empty. Functional tests of the device were performed. The helium tube seal was replaced. Device tested by running with trainer. Although there is no other loss of function, clinical use of the device is not recommended. Front end pcb and main board will be tested on the device. Performed and passed all functional and safety tests to factory specifications. Unit cleared for clinical use. Patient involvement is unknown. No patient injury or death was reported.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units battery discharge data is not showing.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated sections: b4, e2, e3, g2 (health prof added), g3, g6, h2, h10, h11corrected sections: b5, d1, d4, e1 (name & email)

Event description:
It was reported that during testing after battery change, the cs300 intra-aortic balloon pump (iabp) units battery discharge data is not showing.